Event description:
Additional information indicates the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event of inoperable ipg - occipital ipg was reported to abbott. The patient cancelled the procedure due to other health concerns. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an increase in recharge burden over the last year. The patient was no longer able to communicate with the ipg, deeming it inoperable. In turn, the patient may undergo surgical intervention to address the issue.